Event description:
Patient was being turned to change linens when the ett endotracheal tube migrated 3 cm (from 20cm-17cm at the lip). Physician notified and rt respiratory therapist assessed breath sounds. During assessment, patient went into asystole and code was called. Patient was made dnr do not resuscitate prior to reintubation.======================health professional's impression======================device failed to secure ett.